Event description:
Treatment was completed and all beams were greyed out. All fields appeared to be treated. But upon trying to exit from the pt prescription, the finish beam prompt popped up and there was no prompt for treatment sheet printing. The rt realized something was wrong. After checking daily record and treatment sheet printouts, the user believes that field 2.1 was skipped and field 3.1 was treated twice.